Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indication of particulates there were particulates underneath the lower door catch post. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and load cell verification. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty cycler and the patient death. However, there is no documentation in the complaint file to show a causal relationship between the death and use of the liberty cycler. The patient did not complete treatment the night prior to death due to a roller clamp being closed. The device did alarm as designed to alert of a drain complication. The patient¿s death is attributed to a ruptured aortic aneurysm. Cardiac disease and injury are the leading causes of aortic aneurysm with the primary contributing factor being hypertension, which stresses the aortic tissues leading to a higher chance of rupture. Although we do not have information about the patient¿s medical history, it can be concluded that there was some pre-existing cardiac condition. Based on the available information and no allegation of a device malfunction, the liberty cycler can be excluded as the cause of the patient¿s death.

Event description:
A user facility nurse reported that a peritoneal dialysis (pd) patient expired while using the liberty cycler. Upon follow up with the peritoneal dialysis registered nurse (pdrn), the patient was in the hospital intensive care unit (ICU) for reasons not related to pd therapy or use of the liberty cycler. On the morning of (B)(6) 2019 (time unspecified) the pdrn was called to assist with the patient who was in treatment at the time. The patient had initiated pd therapy on (B)(6) 2019 at 1500 hours. In review of the treatment record, the pdrn noted the device alarmed with drain complications 27 times. The patient had completed 1 fill prior to the drain complications being received and then did not drain. The hospital staff had pushed stop and ok to attempt to continue the treatment; however, the device continued to give the drain complication message. The patient had a baxter pd catheter and the pdrn observed the roller clamp to be closed. Once the clamp was opened the patient drained. The physician then determined to discontinue the treatment and set up again that evening. The pdrn returned on the evening of (B)(6) 2019 (time unspecified) to initiate pd therapy. The patient completed a fill and prior to drain the patient was found asystolic. The patient had expired. The cause of death was attributed to a ruptured aortic aneurysm. No treatment had been determined for the known issue. No further information was available. Based on the available information and no allegation of a device malfunction, the liberty cycler can be excluded as the cause of the patient¿s death.